Event description:
Lock line/device not functioning properly. Device pops open after deployed. Further review, the arms of the mitraclip transcatheter mitral valve repair system opened prior to placement and remained open once in place. An additional mitraclip system was placed and provider noted same result. Both clips remined in patient. No patient harm.